Event description:
It was reported that the device was showing inaccurate oxygen readings. There was no patient involvement related to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation, and this complaint is still under investigation.